Manufacturer narrative:
The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported and a definitive root cause for the reported event could not be determined. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure. Lot and serial number of the device not provided by the complainant; therefore, the UDI, expiration and manufacturing dates are not known.

Event description:
It was reported that on (B)(6) after a novasure procedure, the physician observed a hole in the mesh of the novasure and throught hysteroscopy observed metal debris inside the uterus. The physician used a myosure scope to remove the pieces. No injury to the patient was reported. No other information is available.